Manufacturer narrative:
Upon receipt at cpi, the device was interrogated and found to have prematurely reached a battery status of elective replacement indicator (eri) after 28 months of implant. The device was put through a series of tests, which confirm sensing, detection, and therapy delivery features; the device functioned appropriately. The titanium case was removed, and the actual battery voltage measured 5.18 volts, rather than the 4.91 volts as indicated by device interrogation. Device current drain was normal. The cause of this discrepancy was isolated to a diagnostic circuit in the device. This anomaly in the diagnostic circuit caused the interrogated voltage to measure less than the actual battery voltage. This battery voltage discrepancy resulted in the device prematurely declaring eri, however it did not affect the device's ability to sense, detect, or delivery therapy.

Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may have prematurely reached battery status elective replacement indicator (eri). The device was explanted. The leads were capped because of alleged oversensing.